Manufacturer narrative:
Follow-up # 1 date of submission 04/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2014 with the following results:a visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump; a test cap was able to fully tighten on to the pump. However; the pump was unable to power on. A leak test was performed and a batter compartment leak was found. Moisture damage was found in the battery compartment. The pump cover was opened and no further moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery compartment was cracked and the battery cap was difficult to remove. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.